Event description:
It was reported that after inserting the femoral implant, it was determined that the rotation was incorrect. Surgeon decided to cement femur instead of using press fit that was opened.

Manufacturer narrative:
An event regarding off an label application involving a non-cemented femoral component was reported. Based on the provided information, the non-cemented component was cemented in place which is off label. The pa femoral component is a press-fit component.

Event description:
It was reported that after inserting the femoral implant, it was determined that the rotation was incorrect. Surgeon decided to cement femur instead of using press fit that was opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.